Manufacturer narrative:
The pod arrived not deployed. Timeouts and a drive stall were observed in the download data. It was observed that after the completion of second prime, the ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy as intended. The bottom battery voltage was found to be lower than expected. The cause of the low battery voltage could not be determined. And it is unknown if the low battery voltage impacted pod run. No damages were observed that could be confirmed as the cause of the high pulse width w/ drive stall. The high pulse width w/ drive stall is confirmed as the root cause of the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward but the cannula was visible upon pod removal, indicating a needle mechanism failure. Pod was worn less than an hour. No treatment and no blood glucose level was mentioned.